Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.

Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) was found to be at elective replacement indicator (eri) only after three years prior to implant. It was noted that the device has not provided any pacing or shocks since implant. Premature battery depletion was suspected. A replacement procedure was performed and the device was explanted and replaced. No adverse patient effects were reported.